Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-p631 (reference (B)(4)). The customer reported false susceptible results regarding mssa oxacillin, mic 2, for a staphylococcus aureus isolate. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of false susceptible results regarding oxacillin for a staphylococcus aureus isolate associated with vitek® 2 ast-p631 (reference 414961). An internal biomérieux investigation was performed using the isolate submitted by the customer. The presence of a (B)(6) strain was confirmed by pcr meca positive and kirby bauer cefoxitin (fox kb). The reference method (agar dilution) for oxacillin (ox) gave susceptible results (ox mic value = 2 mg/l s). The broth microdilution (bmd) for cefoxitin (fox) gave mic = 4 mg/l s. Tests performed on the vitek® 2 ast-p631 card and system vitek 2 v7.01 impacted: the incriminated lot 7310381103 was not available in-house. Two vitek 2 ast-p631 cards, lot #7310514103 and lot #7310555203, were tested from cba (cos biomérieux) subculture. For both lots: ox mic = 2 mg/l s oxsf negative test phenotype "acquired penicillinase or modification of pbp" give by aes bioart rule n°34 triggered instructing user to perform confirmatory tests note: ofloxacin r the ox values are within essential agreement compared to the reference mic (2 mg/l), and no category error. The oxsf negative tests are not correlated with the disc diffusion result (fox kb r). The combination of ox mic = 2 mg/l and an oxsf test negative triggers the bioart rule n°34 and the aes phenotype "acquired penicillinase or modification of pbp". Additionally testing using vitek 2 system software version 8.01obtained oxsf test positive on both lots. Conclusion: the customer results were reproduced internally concerning oxacillin susceptible results, but not in regard to the oxsf result, which was obtained in-house negative; whereas, the customer and the reference lab obtained positive. On vitek 2 v7.01 version, bioart rules and aes are triggered, alerting for the potential presence of an (B)(6) strain. The investigation concluded the system performed as intended for this atypical (late growth) staphylococcus aureus strain.